Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.

Manufacturer narrative:
Device received for this event is being corrected from unknown atis ev implant catalog # unk atis ev implant to astratech impl ev 4.2s 11mm os catalog # 26323. Correcting the implant/explant dated from implanted date 6-apr-2022 and explanted, date 27-nov-2022 to implanted date (B)(6) 2021 and explanted date (B)(6) 2022.